Manufacturer narrative:
Based on the limited information available at this time, no definitive conclusions can be made. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant op report and implant tracking log only. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on medical records provided by the patient's attorney: on (B)(6) 2013 - the patient was diagnosed with a recurrent rectal prolapse and underwent a da vinci robotic laparoscopic assisted ventral rectopexy with implant of a bard/davol flat mesh. Per the implant operative report details, "adhesions between the anterior pelvic wall and the rectum were carefully divided using the enseal. The patient was fairly obese and there was a large amount of perirectal fat that was dissected at the level of the sacral promontory. After the dissection was complete, the polypropylene mesh was sutured. The mesh was cut to a size of 3 x 18 cm. Ethibond was used and secured to the mesh deep within the cul-de-sac. Three sutures were placed across the right and left lateral side, securing the mesh to the perirectal tissue deep within the pelvis." The attorney alleges unspecified adverse patient outcomes associated with use of device.